Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the right coronary artery (rca). The 4.0x38mm promus premier¿ stent was advanced through a guidezilla extension catheter. It was noted that the proximal entry port of the guidezilla was kinked therefore the stent system was unable to advance through the device and the stent was damaged. The procedure was completed with a non-bsc extension catheter and another 4.0x38mm promus premier¿ stent. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the distal end of the stent it was noted that the struts were severely stretched and distorted. This type of damage is consistent with the stent meeting resistance possibly during the withdrawal of the device. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination found no issue with their profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during the advancement of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this event is that another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the right coronary artery (rca). The 4.0x38mm promus premier stent was advanced through a guidezilla extension catheter. It was noted that the proximal entry port of the guidezilla was kinked therefore the stent system was unable to advance through the device and the stent was damaged. The procedure was completed with a non-bsc extension catheter and another 4.0x38mm promus premier stent. No patient complications were reported and the patient status is fine.